Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege since the surgical implantation of the asr acetabular system, patient has suffered symptoms including, but not limited to pain, swelling, inflammation, and limited mobility. **update** (B)(4) 2012 - preliminary disclosure form was received. They note that patient suffered a periprosthetic fracture on (B)(6) 2008. Patient was revised again on (B)(6) 2009 for loose femoral component. Complaint was reopened to add cup, two femoral heads, and two stems.